Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported subarachnoid hemorrhage was an anticipated procedural complication. The hospital disposed of the device.

Event description:
On (B)(6) 2015, the patient underwent a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician attempted to engage the clot in the left m2 segment using the 5max ace but was unable to. Therefore, the physician used another manufacturer's device along with the 5max ace to remove thrombus; however, complete reperfusion was not achieved. A post-procedure dyna computerized tomography (CT) was performed and showed evidence of a subarachnoid hemorrhage (sah). An immediate follow-up contrast enhanced CT also showed evidence of the sah. On (B)(6) 2015, a non-contrast CT (ncct) was performed and showed no evidence of the sah. On (B)(6) 2015, the patient did well and was discharged to an acute rehabilitation unit. On (B)(6) 2015, the patient had a follow-up visit and was still doing well. The reported sah was determined to be a non-serious adverse event that was related to the penumbra system and the angiographic procedure.